Event description:
The leads were returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that the leads had malfunctioned, with no further specifics. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism; full lead in segments returned and analyzed. Evaluation summary: (B)(4): outer insulation breached, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted and the outer insulation had cosmetic environmental stress cracking; full lead in segments returned and analyzed.